Event description:
The customer reported a vent inop condition; post timer/24v failure. No patient involvement reported.

Manufacturer narrative:
Date of report: 07june2018. Date of manufacturer: 21sep2018. The power supply was tested and no failures were identified.